Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received that stated during an injection via a deltoid needle the needle became detached from the syringe. No needlestick took place. There was no pt or clinician injury.